Manufacturer narrative:
The complaint device has not been returned by the customer; therefore, no product analysis could be performed. The complaint investigation conclusion code is "no problem detected".

Event description:
It was reported by a health care professional (hcp) that this subcutaneous implantable cardioverter defibrillator (s-ICD) has been emitting beeping tones. Technical services (ts) reviewed the reports and found the beeper is currently disabled. Premature battery depletion (pbd) was suspected and ts requested data to be analyzed in order to provide a safe replacement window, if applicable, and to determine the root cause for the beeping tones. At this time, there is no evidence that suggests data analysis was performed. The device was explanted and replaced. No additional adverse patient effects were reported.